Manufacturer narrative:
Patient involvement is unknown. The facility did not provide the event date. The information will be provided in a supplemental report if and when made available. Livanova implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication with the customer, livanova (B)(4) was informed that the unit was placed inside the operating room during use. The customer reported that the device was maintained and operated according to the manufacturing recommendations. A patient infection has been reported separately from the contamination (see medwatch report 9611109-2016-00841). However, the facility has reported contamination on all of their devices (see medwatch reports 9611109-2017-00187, 9611109-2017-00188, 9611109-2017-00189, 9611109-2017-00190, 9611109-2017-00192, 9611109-2017-00193, 9611109-2017-00194, 9611109-2017-00195 and 9611109-2017-00196 for details on the other devices). It is unknown which of the devices at the facility was utilized during the patient procedure or if the infection is linked to device contamination. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t tested positive for mycobacterium chimaera.